Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had multiple no delivery alarms and a high blood glucose of 574 mg/dl at the time of the incident. Customer had just completed a set change and was still getting a no delivery alarm. Customer treated with a manual injection of an estimated bolus amount. Customer was still disconnected from the site and the call was dropped. Customer was called back and left a voicemail message to call back.